Manufacturer narrative:
An event regarding instability involving an mdm liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to instability. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "revision of left total hip done today. This patient presented with a periprosthetic fracture of his right hip which was competitor total hip. Originally the left hip was not a problem. The right hip was revised on (B)(6) 2025 to address the fracture using competitor products. After that surgery it was discovered that the left hip had dislocated. The left hip was reduced and transferred from trauma service to joint replacement service. It was discovered that the 28mm head had disassociated from the mdm poly liner. It is thought that this disassociation occurs when the hip was reduced. The revision today was to address the instability of the left hip. Mdm implants were removed and a constrained liner was placed. It was also decided to go from a +4 neck length to a +8 to address limb length discrepancy. No further information available from surgeon or hospital." Rep confirmed that intra-operatively, the poly was found floating in the joint.